Event description:
It was reported that during a surgery the button did not hold and the implant became loose at the 2nd cortical bone of the clavicle. It was further reported that the surgeon has not reduced the clavicle enough es described in the procedure which resulted in the button not holding. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error.